Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, during a skin suturing, using a continuous or intermittent suture technique, the suture and the needle were found detached when unpacking. Another device was used to complete the case. There was no patient injury.